Event description:
Tip of a whisper wire used with guidant lv lead, snapped distally with soft portion of lead wrapped around one of the tines of the lead and the inner portion that snapped within the distal portion of the lv lead.